Event description:
This pi is for revision 1 it was reported that patient was revised on (B)(6) 2019 due to dislocation. Update (B)(6) as per email attached, there was no second revision. This pi will be cancelled as a duplicate of pi 7.

Manufacturer narrative:
This event, (B)(4), is being cancelled as it is a duplicate of (B)(4).

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision 1. It was reported that patient was revised on (B)(6) 2019 due to dislocation.